Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us. Preliminary investigation of the returned sample indicates that the swg is kinked.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and didn't advance further. The catheter over the needle was replaced by a new one.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) and an 18 ga x 2-1/2 catheter over needle assembly. The returned components were visually examined with and without magnification. The catheter appeared used; however, no defects or anomalies were observed. The guide wire displayed signs of use and had offset coils in two locations. The distal and proximal welds were both still intact. The offset coils were located 9 and 11mm away from the distal tip. The swg length and outer diameter (od) were measured and were found to be within specification. The catheter body inner diameter was also measured and was within specification. A swg with an od of 0.87 mm from lab inventory passed through the returned catheter from the tip to the hub without restriction. This indicates that a swg with and od of .826 mm would be able to pass through the catheter as well. A manual tug test confirmed that both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. (The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire had offset coils 9 and 11mm from the distal tip. Functional testing showed a guide wire could pass freely through the catheter. A review of the DHR did not reveal any manufacturing related issues. Based on the functional testing and the condition of the sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and didn't advance further. The catheter over the needle was replaced by a new one.